Manufacturer narrative:
Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture and it was released by qa on 08/30/2007. No relationship can be established between DHR and current complaint. The lot number for the disposable device was not provided; therefore, the device history record review for this device was not able to be performed. The device involved in this event was not returned; therefore, an investigation was unable to be performed.

Event description:
User facility reported that during a novasure procedure, the "pt had a heart block for 12 seconds". In 2008, the physician reported "the pt had a vaso-vagal reaction and had no discernable electrocardiogram (EKG) pattern for several seconds". The EKG pattern then exhibited "what looked like a first degree heart block at first and then back to normal rhythm". She had a hysteroscopy afterwards, which was normal, and she was discharged home.